Manufacturer narrative:
The medtronic service engineer evaluated the ventilator and ran an extended self test to clear a ventilator inoperative condition. The engineer was unable to duplicate the reported event. All testing passed per manufacturer's specification and the ventilator was returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on patient the 740 ventilator shutdown. The patient was removed from the ventilator and placed on an alternate ventilator without harm.